Event description:
It was reported that a device was used during a laparoscope exploration. The device did not fire staples. It is unknown how the case was completed or if there were consequences to the patient.